Manufacturer narrative:
Pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Pump was received with minor scratched lcd window, damaged keypad overlay texture and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the front side of the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.